Event description:
It was initially reported that the patient experienced a change in sensation of stimulation. X-ray results showed the epidural catheter in place on (B)(6)2010. Patient experienced a loss of low back stimulation and was reprogrammed. It was subsequently reported that the lead migrated. The surgeon implanted 4 quads - 3 antegrade and 1 retro. The surgeon used titan anchors on the antegrade leads, which migrated cephalad. The left moved way up into t3-4 and the middle and right leads moved up into t6-7.

Manufacturer narrative:
(B)(4)